Event description:
A report was received that the patient's ipg stopped working during a revision procedure. It was noted that the ipg made the patient jumped during the surgery. The patient underwent an ipg replacement procedure. No device malfunction was suspected and the patient was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (B)(4): device evaluation indicated that the patients stimulation outputs were incorrect and there were unassigned outputs appeared on electrodes 17, 20, 22, 23, and 27. U3-asic is associated with these channels. In addition, the battery depletion rate was not stable; ranges from 6.89 mv to 386.57 mv per day without stimulation use. The device failed the functional test. The root cause of the device damage could not be determined since an electro cautery had been used during the explant procedure.

Event description:
A report was received that the patient's ipg stopped working during a revision procedure. It was noted that the ipg made the patient jumped during the surgery. The patient underwent an ipg replacement procedure. No device malfunction was suspected and the patient was doing well postoperatively.